Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks for a supraventricular tachycardia (svt). The physician is planning on performing an svt ablation. Strips were sent to boston scientific technical services (ts) and the field representative asked if there was any way to tell if the svt fell into the conditional zone. A ts consultant discussed that it could not be determined from the submitted strips which zone the rate fell into and requested a memory download to be performed and sent in for review. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No further information has been submitted on this event and no current data has been uploaded for boston scientific technical services (ts) review. Our records indicate that the s-ICD remains implanted and in service.